Manufacturer narrative:
Product event summary: analysis confirmed the reported event, as a result the hard disk drive was reimaged and the software was reloaded. It was also noted that the system fan was noisy, and it could not be confirmed that the display dropped. Product ID 2067 radiofrequency head.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the programmer did not boot to the main screen. When it was powered on, it took a very long time to start booting up. Then, it just went to a blank screen, with an error message. The programmer was returned for repair. No patient complications were reported as a result of this event.